Manufacturer narrative:
The complaint cartridge was not returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information that customer saw insulin at the back of the pump/cartridge when the t: clip case was removed. Reportedly, insulin was accumulating on the back of the cartridge inside the case. There was no reported impact to customer's blood glucose level.